Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was nonfunctional and the patient was experiencing inadequate stimulation coverage. The patient underwent a revision procedure wherein the paddle lead was replaced with linear leads. The patient was doing well postoperatively. The explanted paddle lead was disposed.